Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or antiplatelet medication at the time of index procedure. The patient received a loading dose of 300 mg aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed. Of note, no conduction disturbances were noted post balloon valvuloplasty.